Event description:
It was reported that during implant attempt, an increasing torque was needed to extend the helix, and the helix mechanism "jumped" while turning the lead pin. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found; the full lead was returned and analyzed.